Manufacturer narrative:
Correction: section b1 type of report (check all that apply) - "product problem" was checked/selected in error in the initial report and should have been blank. This was solely an adverse event.

Event description:
New information received notes a chest x-ray and fluoroscopy were both performed to confirm the cardiac perforation. The patient was stable and recovering following the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that following a recent implant procedure on (B)(6) 2026, the patient presented the next day (B)(6) 2026 with chest pain, and a drain was placed due to cardiac perforation by the right ventricular (rv) lead. The rv lead was explanted and replaced. There were no other reported patient consequences.